Event description:
A falsely elevated troponin I result of 3.5 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested on the same instrument and a result of < 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was clogged wash and r2 probes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was clogged wash and r2 probes. Malfunction was resolved after customer corrected the problem with guidance from a dade behring technical assistance representative. The instrument is operating within specifications.